Event description:
Pt described as medically fragile (ICU) received less feed than required. 800 ml were hung and the pump was set to deliver 80 ml/hr. Staff noticed after 10 hrs, there was still formula remaining in the container (amount unspecified). The pump was changed out (to a competitors pump), and the feeding was resumed. There was no illness, injury or medical intervention resulting from the event. One pt involved. The event date given above is approximate.

Manufacturer narrative:
We assume the device will be returned to the foreign repair facility for evaluation. Results of that evaluation will be provided as soon as they are received.